Event description:
It was reported that a user on the first day of ilet pump therapy experienced hyperglycemia with a blood glucose of 262 mg/dl that remained steady despite a prior larger meal announcement; troubleshooting and education were provided, including guidance that the initial week features conservative dosing and to change the set if glucose does not decline within 1¿2 hours. Symptoms included elevated blood glucose. Outcomes included no alarms, no alerts, and no hospitalization. Investigation included user troubleshooting and education on early pump adaptation and infusion set management. Investigation of this case revealed no device alarms or malfunctions reported and no component issues identified, with hyperglycemia occurring during initial adaptive dosing and possible suboptimal infusion or meal announcement mismatch. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.